Event description:
Spacelabs received a report that the telemetry did not alarm at the central, and a patient death occurred.

Manufacturer narrative:
It was reported to spacelabs healthcare on (B)(4) 2013 (18 days after the event occurred) that the customer did not receive an alarm signal from the patient¿s telemetry transmitter. On october 21, 2013 a spacelabs field service engineer went to the site to complete an investigation. The fse learned that a nurse had taken the patient to the bathroom where the patient experienced distress and expired. It is not clear whether the nurse was in the bathroom with the patient, or if the bathroom door was open at the time of the event. The customer stated they did not receive an alarm in time. The hospital was unable to provide any ECG strips of the event or any database information for spacelabs¿ review. There was no explanation given for the delay in reporting this event to spacelabs. The customer kept the transmitter in use after the event was reported to spacelabs and before the transmitter was inspected by fse. The customer could not identify which of two transmitters was in use during the event. The fse performed functional tests on both devices and the devices performed in accordance with the spacelabs service manual. Based on the information available, we are unable to identify any technical problems with the spacelabs product, and cannot conclusively determine the cause of the reported failure. This report is considered final and this issue closed. Placeholder.

Manufacturer narrative:
It is spacelabs policy to report each event associated with a patient death. Spacelabs is evaluating this reported event and will file a follow up report when our evaluation is concluded.

Event description:
Spacelabs received a customer report that the telemetry transmitter, model 90347-05, did not generate an alarm signal to the central monitor and a patient death occurred.